Event description:
Customer reported a cgm error. Blood glucose level was not adversely impacted. Customer was guided through a pump reset by technical support and was able to start their sensor session successfully.